Event description:
It was reported that during the ventricular tachycardia case, the patient's blood pressure dropped. A stat echo was called and the physician detected tamponade. Later on it was noticed that the patient expired. Additional information was requested, but no response has been received.

Manufacturer narrative:
The concomitant products: carto 3 model# m-4800-01 serial# (B)(4); stockert model# m-5463-01 serial# (B)(4); coolflow pump model# m-5491-02 serial# (B)(4); pentaray nav model# d-1282-04-s lot# 15785580l. (B)(4).